Event description:
A report of no flow solution associated with the use of an infusion pump was received. According to the report, an unknown medication was started in ER at a rate of 50ml/hr. Reportedly, physician orders for administration of the unknown medication call for the rate to be decreased to 35 ml/hr thirty minutes after the medication is started. According to the reporter, at the thirty minute time period the clinician found that no solution had infused and that there were no drops forming in the drip chamber. No information regarding the set up of the device was known for this report. There was no report of pt injury.